Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted on the cx and two resolute onyx des were implanted in the lad. A day later the patient suffered an myocardial infarction (unknown if target vessel is involved). The event was treated with medication. Investigator assessed the event as unlikely related to index device and not related to anti-platelet medication. Patient is recovered.

Manufacturer narrative:
Cec adjudicated target vessel mi involving the lad. Cec commented that loss of septal branches was noted. If information is provided in the future, a supplemental report will be issued.